Manufacturer narrative:
Follow-up #1 date of submission 03/27/2015-product analysis:the device was returned and evaluated by product analysis on 03/13/2015 with the following findings:the keypad was found to be peeling. Evaluation revealed all keypad buttons were unresponsive. All key contacts were found to be missing. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A pump case crack was observed. Leak testing found a pump case leak. No moisture was found on the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a keypad button response issue with damage occurring prior to the response issue; moisture was observed within the battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.